Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette caused an occlusion alarm. There were reported three incidents with this batch. There were no clinical consequences reported.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H6. Investigation codes: updated. Investigation summary: 22 samples were received. Samples consist of (B)(4) product from part number 21-7309-24, lot number 4422422. The samples were received in no-used conditions, decontaminated, with their original packaging. Pictures were attached to the complaint. Three photos were attached to the complaint, these samples were sent to be evaluated. Visual inspection: the sample was visually inspected at a distance of 12¿ to 16¿ under normal conditions illumination. Results: on the sample unit, no damage, scuffs, pinch marks, cracks, crazing, cuts, was observed. Functional testing: the samples were filled with 250 ml of colored water using a syringe to detect any occlusion. Results: no occlusion, leak or alarm in the pump were detected in the samples received. Conclusion: according to sample received, the failure mode ¿causes pump to alarm¿ was not confirmed in the devices received. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.